Event description:
As reported by european distributor, the end user hosp experienced cracking of a syringe fitting when it was being connected to a manifold. They noted that air was aspirated, but there was no pt injury. The device was scrapped by the end user - not returned.